Event description:
On a quantity of two sets, the filters ruptured during tpn infusion on the same pt. The filters were split on the side. The infusion was approx 2 hours from completion when this occurred. The pt is bed-ridden, and suffered no injury and there was no medical intervention required.